Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying an error 5 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 (at 10am). In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise; however, the patient denied taking any action in response to the reported meter issue. According to the csr's documentation, as a result of the alleged meter issue the patient reportedly developed a symptom of shaking ten minutes later and consumed glucose tablets/ glucose gel as self-treatment at the same time afterwards. Five minute after administering treatment, the patient reportedly tested her blood glucose with another device and obtained a reading of '65mg/dl.' At the time of troubleshooting, the csr noted the patient was not using the subject meter for the first time, the patient was using the proper testing procedure (per owners booklet recommendation), the test strip was completely drawing in the patient's blood sample, and the test strips did not pass the expiry date or stored improperly. However, the alleged meter issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. No error message was observed. The meter function properly.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.